Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 84-year-old male on impella cp for high-risk percutaneous coronary intervention. While on support, the aic console failed to power on, which was resolved by switching to a backup aic. The impella was explanted after the procedure and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.